Manufacturer narrative:
The insulin pump passed idle current test, run current test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump had missing segments/black line on the screen due to zebra connector cracked. The insulin pump also had minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the screen was hard to read; there were black lines all across the display. The patient's blood glucose at the time of incident was 277 mg/dl. There was no other damage to the insulin pump. The insulin pump was returned for analysis.